Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse. The patient stated that they missed a low alert on the receiver and the emergency medical technicians (emts) were called due to low blood sugars. The patient did not wish to provide further event details. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.